Event description:
The pt experienced strong pain and a burning sensation at the implantable neurostimulator (ins) site. There was no known incident or accident related to the pain. The pain was present whether the stimulation was on or off. The implantable neurostimulator was located in the hip region. The device was reprogrammed multiple times, and no apparent problems were found. There were good connections. The device pocket was revised in 2007. No problems were noted during surgery. Afterward, the pt still had some discomfort, but it was inconsistent. The hcp reported the pt outcome as 'no injury'.